Event description:
A patient was getting an insert strip message repeatedly on their meter. This issue was not resolved with troubleshooting. Pt also did a precision test on the meter with results of 292 mg/dl, 398 mg/dl and 597 mg/dl with a difference of 42%. There was no medical intervention or treatment given. Patient did not have any symptoms.